Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the neurostimulator (ins) was not charging right/ working properly. Caller stated the ins was halfway charged and she did not think it was dead or anything but it was not charging right. Caller did not have her equipment with her at the time to of call to confirm what the charging issue was. Could not troubleshoot due to lack of access to product. No symptoms reported. No further complications were reported/anticipated.